Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear lead-MRI upn: m365sc2408740, model: sc-2408-74, serial: (B)(4) , batch: 7016123.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that the one of the leads had migrated. The patient underwent a lead revision procedure wherein the left lead was replaced. The patient was doing well post-operatively and the explanted lead will not be returned.